Manufacturer narrative:
Testing and investigation found leakage form the disposable batteries on the middle board of the device. This device has been identified as part of a product recall. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, battery leakage was noted on the middle board of the device. There were no reports of any adverse patient events adn no reported delays of critical therapies while the device was in clinical use. No additional information was provided.